Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting unspecified oversensing. Programming changes were performed to resolve the issue. The patient was in stable condition.